Event description:
Multiple infusystem cadd-legacy plus pumps are terminating infusions/alarming prior to expected duration , or possibly delivering incorrect amounts of volume (5-fu). FDA safety report ID# (B)(4).